Manufacturer narrative:
Reported event of sponge was detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the one of two complaint devices used during the same procedure. Refer to manufacturer report #3005099803-2017-01412 for the other associated device information. It was reported to boston scientific corporation that two rx locking device and biopsy caps were used in the d2 during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when a dreamtome was introduced through the biopsy cap it pushed the sponge into the working channel of the duodenoscope. The sponge was stuck so the scope was replaced with another scope and another biopsy cap. Further on the procedure the sponge got detached again. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the sponge was separated from the biopsy cap. The complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used in the d2 during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when a dreamtome was introduced through the biopsy cap it pushed the sponge into the working channel of the duodenoscope. The sponge was stuck so the scope was replaced with another scope and another biopsy cap. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.